Event description:
Following a coronary drug eluting stenting treatment procedure, the pt has experienced alopecia and gastrointestinal symptoms. A taxs express2 had been implanted into an unknown coronary artery on an unknown date. Following the procedure the pt has experienced symptoms including hair loss and "a lot of gas" in pt's colostomy bag.